Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Additional information: section c: investigation ¿ evaluation: event description: it was reported, during a ureteroscopy, using a ncompass nitinol tipless stone extractor, the basket detached where it meets the handle. Another same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of manufacturing instructions, the instructions for use, and quality control data. One ncompass nitinol tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the open position and the basket formation retracted in the basket sheath.the mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath was completely severed 2 mm from the nose of the mlla. The main section of the support sheath was still adhered to the basket sheath. With the handle in open position, the cannulated handle protrudes from the mlla 2 cm. The coil assembly was bent at the distal end of the cannulated handle. During handle actuation, the coil assembly broke away from the distal end of the cannula. During investigation, the coil assembly could not be removed from basket sheath. While attempting to remove the coil assembly from the basket sheath, the coil assembly was stretched. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath and orange support sheath were both separated near the handle. The cannulated handle was also severely kinked in the same location. The separated sheaths prevented the motion of the handle from opening the basket. The provided information stated the issue occurred during use of the device. Devices are inspected for damage and functionality multiple times during manufacturing and quality control inspections. The device was also packaged with the basket in the open position, indicating the device was not damaged when received by the customer. It is possible that the device was damaged during use due to procedural factors such as the size, shape, or location of the stones, user technique, or interaction with another device such as the scope. There is no information provided related to procedural issues, therefore the definitive cause for the issue could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an ureteroscopy using a ncompass nitinol tipless stone extractor, the basket detached where the wire meets the handle. The procedure was completed using a second ncompass nitinol tipless stone extractor. No section of the device remained inside the patient and the patient did not require any additional procedures or experience any adverse effects as a result of this issue. Additional information regarding the patient has been requested. At this time, no additional information has been provided.